Manufacturer narrative:
The patient underwent mesh implantation in order to treat bladder prolapse, vaginal prolapse and rectal prolapse. It was reported that following insertion the patient experienced painful urination, lower abdominal pain and severe pain. It was reported that patient underwent mesh revision on (B)(6) 2008. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with total vaginectomy, anterior/posterior colporrhaphy with enterocele repair, cystoscopy, and insertion of a suprapubic tube. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.